Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged and bent/kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent/kinked, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod for a new pod and gave insulin.